Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a capsular rupture was observed at 11 o'clock at the time of implanting the lens. Due to this, the lens was changed for another 3 piece lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).